Event description:
The patient reported frayed wires of the power cord. The product was replaced and there were no adverse consequences reported by the patient.

Event description:
Related manufacturer ref: 3004936110-2023-00121.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed exposed wires to the handheld cable. Visual inspection also revealed the power cord had no exposed wires. The complaint reporting a frayed power cord was unconfirmed.